Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Microscopic inspection of the fiber tip identified a distal circumferential fracture. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The fiber card was not returned. The hene (helium-neon) test found no breaks along the fiber length. The reported fiber break was not confirmed. The glass cap exhibited severe devitrification at the output window, and the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. The fiber card was not returned. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information provided, unintended use error caused or contributed to event was selected as the most probable cause for the complaint.

Event description:
It was reported that at the beginning of the procedure, there was a breakage in the laser emission crystal. This event occurred outside the patient, the device was removed, and the procedure was completed with another of the same device. There was no patient complication.

Event description:
It was reported that at the beginning of the procedure, there was a breakage in the laser emission crystal. This event occurred outside the patient, the device was removed, and the procedure was completed with another of the same device. There was no patient complication.